Manufacturer narrative:
Product complaint # pc-000114840 additional information. Additional information was requested and the following was obtained: these are occurring with orif's of ankles. Pa thinks it is because they are not removing the prineo at the 2 week mark prior to going into the cast. They have recently started removing the prineo to try and prevent these reactions. Cf 7-17-72 45 yrs old ¿ bmi- (B)(6) ¿ procedure date (B)(6) 2017 o orif of left lateral malleolus ¿ patient pre-existing medical conditions: unspecified hypothyroidism, unspecified contraceptive management, obesity, anxiety ¿ prep used: chloraprep ¿ prineo was applied in one thin coat over the mesh ¿ location was over left lateral ankle ¿ incision size approximately 7 inches ¿ dressing over prineo: 4x4s when the prineo was completely dry and a splint was applied ¿ reaction occurred on (B)(6) 2018 ¿ reaction looked like significant peri-incisional cellulitis around the prineo. ¿ she was admitted for IV antibiotics ¿ patient¿s wound healed well and the cellulitis cleared

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date. What was the location and incision size of the application? Procedure name. How long was the prineo in place prior to removal? Date that cast was applied? Was prineo in place when the cast was applied? Was any rash noticed prior to the cast placement? Date that the rash was first noticed? Please provide photos. How was the patient treated? Please indicate any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. What is the physicians opinion of the contributing factors to the reaction? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Please describe how the adhesive was applied on the tape? What prep was used prior to product application? Was a dressing placed over the incision? If so, what type of cover dressing used? What does the reaction look like and how large of an area does the reaction cover? Can you identify the lot number of the product that was used? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions do you have any product to return for analysis?

Event description:
It was reported that a patient underwent an ankle fracture procedure on an unknown date and topical skin adhesive was used. The patient possibly had a cast at two weeks until four weeks. The patient developed a wound issue which started as a rash and turned into an ulcerated area. Additional information has been requested.